Manufacturer narrative:
This report is submitted on december 01, 2022.

Event description:
Per the clinic, it was reported that the patient experienced extrusion of the receiver/stimulator (date not reported). Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report. This report is submitted on january 06, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced wound dehiscence at the implant site. (Date not reported). This report is submitted on february 17, 2023.

Manufacturer narrative:
This report is submitted on march 14, 2023.